Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2024 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ju0934 is not a valid lot for suture. Please confirm and provide a photo of the lot. Additional information was requested, the following was obtained: please provide lot number - ju0934 please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, during an unknown surgery, when passing the tissue by the needle, it was noticed that the suture was come off already. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, g1, h3 h4, h6. Additional h6 investigation findings: c22 - photo review . Additional h3 investigation summary: the product was returned to ethicon for evaluation. One needle and suture inside its packaging that pertains to the product z423h were received for analysis. Upon visual inspection of the sample, it was observed the needle was broken at the swage area and a part of the needle was noted to be attached to the suture. The sample will be shipped for further analysis due to the needle breakage. Also, marks that appear to be by use of the surgical instrument were observed near the damage. Additionally, a photo was provided, and with the same condition as the received sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the correct lot is tkmdda.